Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and perforation, as listed in the absorb gt1 instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
New information: it was reported that the procedure on (B)(6) 2016 was to treat a lesion in the distal diagonal artery. The patient presented with st-elevated myocardial infarction. The patient died a sudden death at home on (B)(6) 2016. No autopsy was performed. The physician commented he did not think the death was related to the absorb gt1 scaffold. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.5 x 23 mm absorb scaffold was implanted in the distal diagonal artery. Post-dilatation was performed at high pressure at which time coronary perforation occurred. A non-abbott covered stent was used to treat the perforation. Two non-abbott drug eluting stents were implanted in the proximal diagonal. The patient was discharged on dual antiplatelet therapy (dapt) of ticagrelor and aspirin. The patient died at home a few days later. No additional information was provided.